Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the pump was returned and inspected. There was a visible cannula kink on the pump. The patient's anatomy most likely contributed to the cannula kink during delivery. The root cause of the issue was a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a kink in the cannula in the aortic arch postdelivery. The pump had to be removed with the sheath and 14fr cook sheath inserted in its place. A second impella cp was successfully through the cook sheath. No injury or patient harm was reported.